Event description:
It was reported that the patient for a follow-up in clinic. It was noted that the battery of the pacemaker (pm) prematurely depleted. The patient was asymptomatic. No changes were made and there were no consequences to the patient. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of premature discharge of battery and overestimation were confirmed from the analysis. The assurity device was received with normal telemetry communication, normal output, and the battery voltage at the elective replacement indicator (eri) level. The system engineering group found slightly elevated currents, due to unknown causes. Overestimation is consistent with elevated current found in the hybrid. The device did not meet projected longevity. Additional testing performed on the battery by the manufacturer found no anomaly.

Event description:
Additional information received indicated that overestimation of the battery's longevity was also alleged in the pacemaker (pm). The pm was explanted and replaced. The patient was stable throughout the procedure.